Event description:
The freestyle medela breast pump is emitting a "black powdery substance." Medela has redesigned product without a recall. I still have old pump. Children and I have been exposed to this substance company (medela) is not sharing chemical makeup of substance. Infant has been ill maybe as a result. I have freestyle pump if you would like to test the substance. (Medela requested pump back, I did not give them my pump.) Infant has been ill maybe due to powder substance.